Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during a procedure. He stated that the console vent valve kept opening and closing. The report stated he put a clamp on the vent line and was able to continue using the console without any patient impact. The procedure was completed with the console with no patient complications reported. It is unknown if the console will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The customer was contacted to set up travel arrangements for a field service engineer to evaluate and repair the console as necessary. The customer advised that the issue occurred only once at the time of the original call and is no longer an issue, so the customer is not requesting service at this time. This could possibly have been a set up issue.